Manufacturer narrative:
Date sent to the FDA: 03/04/2011. (B)(4) - broken pneumatic switch. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pneumatic connector was broken on an unknown date. There was no patient involvement and no adverse patient consequences.